Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of this lot. This packaging lot contained 55 units, which were shipped from lake region medical on november 22, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in the (B)(4) study with a 95%, eccentric lesion in the left common carotid artery. The lesion was 30mm in length and the vessel was mildly tortuous and 7.0mm in diameter. An angioguard was placed and the lesion was pre-dilated. A precise stent was successfully implanted. Upon removal of the angioguard there was retrieval difficulty and it was noted that the filter basket was unable to close. The angioguard tore.

Manufacturer narrative:
The patient was enrolled in the (B)(4) study with a 95%, eccentric lesion in the left common carotid artery. The lesion was 30mm in length and the vessel was mildly tortuous and 7.0mm in diameter. An angioguard was placed and the lesion was pre-dilated. A precise stent was successfully implanted. Upon removal of the angioguard, there was retrieval difficulty and it was noted that the filter basket was unable to close and tore. One non-sterile angioguard rx was received coiled inside of a plastic bag. The received components were the wire system and a capture sheath. The torque device was not received. A premature peeling was observed on the deployment sheath at 35.5cm from distal end, starting from this point it was totally unzipped. A bent condition on distal coil tip was observed. The filter basket was docked inside of the capture sheath and traces of blood were observed. At a glance the filter basket was noted damaged. The filter basket was inspected under microscope and damage on its membrane was confirmed. Due to the conditions of received unit, functional test could not be performed. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427635. This packaging lot contained 55 units, which were shipped from lake region medical on november 22, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failures by the customer as "capture difficulty" and "withdrawal difficulty", were not confirmed due to the received device condition. The exact cause of the reported issue by customer as well as the findings detected during the product analysis as "premature peeling on deployment sheath", "bent condition on distal coil tip", and "damaged filter basket", could not be conclusively determined. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failures. No corrective action will be taken at this time. Review of the returned cd showing removal of the angioguard was performed. The precise stent was properly expanded and showed no evidence of under expansion at the distal aspect. The anatomy was tortuous and the stent followed this course. The filter bask was properly captured into the capture sheath, all filter basket markers were noted to be "clumped" together indicating proper closure. While removing the angioguard through the stent the filter basket became caught on the lateral aspect of the stent at a point of vessel tortuosity. The physician appeared to use a large amount of force to free the angioguard from the stent apparently tearing the filter basket. There was no reported patient injury or adverse event. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction, the patient's difficult anatomy and procedural manipulation and is not related to a product quality issue.